Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: ovarian cyst. Event description: [ame translation] I would like to contact you regarding a medical device vigilance incident involving a balloon trocar ref cor47 for which a piece of the sleeve detaches and falls into the patient's abdominal cavity. The foreign body could be detected and removed without clinical consequences for the patient. From the customer declaration: [ame translation] indeed, at the end of the intervention the operator checks the patient's abdomen and notes the presence of a black foreign body. It turns out that this is part of the inside plastic of the shirt. There were no clinical consequences for the patient. Additional information received by email from user facility on 24mar20: [ame translation] procedure performed: ovarian cyst. The use of the trocar at the introduction was completely conventional - without additional device. Intervention: the foreign body could be detected and removed. Patient status: no patient injury or illness occurred associated with the complaint event.

Event description:
Procedure performed: ovarian cyst. Event description: [ame translation] I would like to contact you regarding a medical device vigilance incident involving a balloon trocar ref cor47 for which a piece of the sleeve detaches and falls into the patient's abdominal cavity. The foreign body could be detected and removed without clinical consequences for the patient. From the customer declaration: [ame translation] indeed, at the end of the intervention the operator checks the patient's abdomen and notes the presence of a black foreign body. It turns out that this is part of the inside plastic of the shirt. There were no clinical consequences for the patient. Additional information received by email from user facility on 24mar20: [ame translation] procedure performed: ovarian cyst. The use of the trocar at the introduction was completely conventional - without additional device. Additional information received from applied medical complaint processing team member by email on 21apr2020: during evaluation, engineering found the shield to be dislodged. Intervention: the foreign body could be detected and removed. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the returned unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal and was damaged. Engineering also observed that the septum, an internal rubber component of the seal, was fragmented. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Septum fragmentation is not considered to be reportable as it is unlikely to cause or contribute to death or serious injury. However, the event is reportable due to the dislodged shield that was observed during the evaluation of the returned unit.